Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece failed specs due to cap sticking inwards position due to white paste/debris built up around cap. Visible black mark on outside of cap/ cap came in contact with rotor, inside of cap has mark/rust built up.

Event description:
It was reported that a midwest e mini 1:1 ca overheated and burned a patient; no intervention was required.